Event description:
It was reported that during a da vinci myomectomy procedure, bent tips were identified on the tenaculum forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tip of one of the instrument grips was bent to the side and did not meet with other grip. Failure analysis concluded that the damage may have been due to mishandling. Failure analysis investigation also found the following damages: instrument's distal pulley had several mechanical indentations at the edge of the pulley. Failure analysis concluded that the pulley damage may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were .218 - .064 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, additional observation of the main tube scratches with missing material could likely cause or contribute to an adverse event, if the malfunction were to recur.